Event description:
The company was made aware on 01/04/2021 that a patient's neurostimulator (ipg) was visible through the skin incision as a result of an infection. The physician explanted the system.